Event description:
According to the reporter: bag tore away from ring of endocatch, bag was therefore unusable and removed: no tension was applied to bag via any instrument, nor was too large a specimen introduced. Bag simply pulled free. No patient injury. Patient status ok. Another device was utilized.